Event description:
It was reported a patient had an initial right total shoulder arthroplasty. Subsequently, three (3) months later, the patient experienced pain without injury for approximately two (2) weeks. An the patient required immobilization for four (4) weeks to treat an acromial stress reaction. The patient's outcome was reported as resolved at four (4) weeks. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: equinoxe preserve stem 8mm (catalog# 300-30-08 / serial# (B)(6) , deg pe 42mm hum liner +2.5 (cat# 320-42-03 / serial# (B)(6) , equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6), sup/post aug plate, r rs glenoid baseplate (cat# 320-15-08 / serial# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's acromial stress reaction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The event does not have a clear and reasonable physiologic, anatomy, or clinical association with the device, and could have been the result of other factors (such as other procedures, medications, other interventions, trauma, accident, or the subject's pre-existing medical conditions). These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.